Event description:
In (B)(6) 2014, I started having in my stomach up to my rib cage I was going to dr (B)(6) for the problem that I was having. I asked dr (B)(6) what would be causing the burning in my stomach. He told me that it was the neurostimulation system that it was the battery; 2015 was when dr (B)(6) told me that it was the battery in the neurostimulation system. Dr (B)(6) did a procedure called a cystoscope on (B)(6) 2015. In 2015, dr (B)(6) had me go for test, everything was ok. The burning was coming from the battery in the neurostimulation system and it keeps recharging the battery and wouldn't stop. I was told the battery exploded in the neurostimulation system. The neurostimulation burns me from (B)(6) 2014 to (B)(6) 2015. I lost over 25 lbs. It was burning so bad that I walked the floor at night I thought I was going to die. On (B)(6) 2015, the neurostimulation system was removed. Some of the burning is still there. I went back to see dr (B)(6) about 2 weeks after it had the neurostimulation system removed. Dr (B)(6) was telling me that some of his pts were complaining about the neurostimulation system. St. Jude medical had a neurostimulation system. Before that one that had to be recalled. Because the neurostimulation system keeps on recharging the battery and wouldn't stop, I was told the battery exploded in them. I don't think that the neurostimulation system should be put in people. I have had nothing but health problems. On (B)(6) 2012, I had the neurostimulation system model 3851 put in. Dr (B)(6) 924 seton drive, put it in, (B)(6) had to tell the doctor how to put it in. I was scared to death, (B)(6) works for the company, st. Jude medical, I don't know (B)(6) last name. (B)(6). I had the neurostimulation system put in at, (B)(6). (B)(6) had to tell dr (B)(6) had to do the wire, I was to wake the whole time, that how I know what went on. Dr. (B)(6) didn't tell me that the wire went to the nerve that went to my brain and would not have had it done. Dr. (B)(6) told me if I had the neurostimulation system put in, I wouldn't have any pain, that I could work in my yard, or in my house. I have had nothing but the problems since I had the neurostimulation system put in. I still had the pain, and the place where the doctor put the neurostimulation system was so sore, I could not touch it. It stayed that way the whole time I had it in. In (B)(6) 2014, I started having burning in my stomach and up to my ribs cage. My medical doctor sent me to have test done. Could find nothing. I was seeing dr (B)(6) at the time for another problem that I was having. I was telling dr (B)(6) about the burning in my stomach and my rib cage, he said he didn't know what it could be. Dr (B)(6) did a test on me. He put a scope with a camera on it in me. Could find no tumor or cancer, everything looked ok. Dr (B)(6) asked me if the neurostimulator system had a battery in it. I told him yes. The next time I went to see dr (B)(6), the nurse asked me if the neurostimulator system had a battery in it. I told her yes. She told me that dr (B)(6) said that was my problem. When I went to see dr (B)(6) in (B)(6) 2015, I told him that I wanted the neurostimulation system taken out as soon as possible and that dr (B)(6) said that it was the battery in the neurostimulation system. Dr (B)(6) told me that he would set up an appointment to have it removed. Dr. (B)(6) office called me they had an appointment date to have the neurostimulation system removed. A doctor from (B)(6) hospital would remove it. When it came close to the date to have the neurostimulation system removed, dr. (B)(6) office would call and say the appointment was cancelled that they would call me when they got an appointment, this went on the whole month of (B)(6) into (B)(6). Every two weeks the appointment would be changed. On (B)(6) 2015, it was removed. I told dr. (B)(6) nurse and the doctor that was doing the surgery that I wanted the neurostimulation system when they took it out. When it came out of surgery, the doctor and (B)(6) were gone. They took the neurostimulation system with them. St jude medical had a neurostimulation system before this one that they had to be recalled because the neurostimulation system kept on recharging the battery and wouldn't stop. I was told the battery exploded in them and I think that is what happen to mine. I went back to see dr. (B)(6) in (B)(6) after having the neurostimulation system removed. He was telling me that some of his pts were complaining about the neurostimulation system burning them. I am still having problems with the burning. I called my medical doctor on (B)(6) 2017 about the burning in my stomach and rib cage, dr. (B)(4) said that he did all the best he could that he couldn't do anything more for me. I don't think that the neurostimulation system should be put in people. I have had nothing but health problems. I still have the burning in my stomach and rib cage. (B)(6).